Event description:
It was reported that the pump had a motor rate error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found broken tamper seals, a cracked right plunger case and battery door and a missing timing plate spring. A review of the event history log found a motor rate error. The motor rate error was able to be duplicated during the functional testing occlusion test. The cause was found to be normal wear of the worm gear, worm coupling, lead screw and both clutch halves. The worm gear, worm coupling, lead screw and clutch halves were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.